Event description:
Discordant advia centaur ca 15-3 results were obtained on a patient sample. The customer runs the patient samples in duplicate. The initial replicate did not match the historical data. The second replicate matched the historical data. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ca 15-3 results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse found the bottom value for reagent probe 3 was too high. The fse calibrated reagent probe 3. The instrument is performing within specifications. No further evaluation of the device is required.